Event description:
It was reported that a high drain 106 alarm occurred on a homechoice (hc) at the end of therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the programming. The ultrafiltration for cycle six was 1545ml with a fill volume of 1500ml. The tsr arranged to exchange the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event history log review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.